Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MFR: 2134265-2018-00903. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. The closure device was deployed; however, there was a little bit of an issue recapturing the closure device. Once they were able to successfully recapture the closure device, they took a look at it and core wire had folded over on itself. The put in a different closure device and successfully completed the procedure. No patient complications were reported and the patient¿s status is fine.